Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter (ultra meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on "(B)(6) 2016, 7:33am" when he obtained a blood glucose result of "170mg/dl" on the subject meter, compared to "126 and 132mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lfs's criteria for accuracy. The patient manages his diabetes with a combination of medications including "metformin, invokana, januvia and glinepiride" and reported taking less food and or drink as a result of the alleged product issue. The patient stated that approximately 4 hours after the alleged product issue began he developed the symptom of "shakiness". He reported that on "(B)(6) 2016, 11:45am" he self-treated by consuming more food and/or drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patient used the correct testing steps and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.